Manufacturer narrative:
Date sent: 03/27/09. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum procedure, the anvil pin dislodged. During the procedure, the anvil was properly closed (click heard) but at stapling the anvil suddenly dislodged and the staples did not hold. Another like device was used with no consequences to the patient.